Event description:
The customer reported the beam size exceeds the visible image by 5.5% in sum of both longitudinal and transverse directions at mag level 2. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the collimator and performed a beam alignment. (B) (4).